Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he wanted to check his insulin pump to make sure everything was working. His blood glucose was recently 400mg/dl and then it went down to 323 mg/dl. Customer indicated that pump was not alerting him to high blood glucose levels. Troubleshooting found that the bolus history was fine and the customer's drive support cap was normal and that there were no air bubbles in reservoir. Customer wanted to perform a high pressure test and had a clamp but wasn't able to complete the testing because he didn't have a replacement infusion set. Customer was advised to monitor the pump and would be provided infusion sets but he declined to return the pump.